Event description:
Per the clinic, the patient experienced wound dehiscence where the suture opened up post-op which leads to bacterial infection at the superior site of the implant incision line. The patient was treated with oral antibiotics for a month (specific date not reported) and IV antibiotics (specific date and duration not reported). The implant was also being rinsed (specific date not reported); however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.